Event description:
Information received from the field notes that during a routine follow-up, multiple battery measurements taken showed a wide range of values for voltage and impedance. The patient was pacemaker dependent. Therefore, the device was replaced.